Manufacturer narrative:
There is no reasonable suggestion of device malfunction. A return sample was not received at the site as of 01jun2020. A sample of the product was not available to be returned. This investigation was conducted for an unknown lot number of lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Did not check skin under heatwrap during use, had read usage instructions prior to use [intentional device misuse], water blisters on her skin, blisters were 1 and 5 eurocent in size, burn, they were extremely sore, very surprised at the degree of the burn [burns second degree], it started to get really hot, might have felt the wrap being too hot because it was cold outside [device issue]. Narrative: this is a spontaneous report from a contactable consumer. A 26-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (no lot number provided) at one wrap applied topically for 8 hours as needed on (B)(6) 2017 for back spasms and pain due to the fact that she hurt her back during exercise on (B)(6) 2017. Relevant medical history included back problem. The patient was not pregnant or post-menopausal. She stated she was healthy as a horse. Concomitant medication included diazepam from (B)(6) 2017 as a muscle relaxant (prescribed since she hurt her back prior to using thermacare, lowest dose) and ibuprofen (nurofen (gsl) from an unspecified date for pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2017, she applied the first wrap directly to her skin and was delighted. She had never used this thermacare heatwrap before and it gave her a lot of pain relief and was comfortable to wear. The wrap under her clothes could not be seen and she was happy in general with the product. She applied a second heatwrap on (B)(6) 2017, when she had to return to work. On (B)(6) 2017 at 7.30 am, she applied the second heatwrap and it took a couple of minutes to heat up. By the time she got to her train station, about 30 minutes later, it started to get really hot and it was irritating her skin. She thought she was fine and she could not exactly take off the wrap because she was at a train station. By the time she got to work, the heat had dissipated. She had not checked the skin under the heatwrap during use. As she reached the 8 hour mark where it was meant to be removed, the wrap was extremely wet. She thought she must have been sweating where the wrap was. She then reached her arm around and she felt two water blisters on her skin. The blisters were 1 and 5 eurocent in size. She had photos of the blisters. She said she might not have felt the wrap being too hot because it was cold outside. She reported that one had already burst which was why the wrap was wet. The other water blister looked like a boil that had not burst yet, it was filled with liquid. She went to pharmacy on (B)(6) 2017 and had initially complained to the pharmacy because this should not have happened to her. She was more concerned with how to treat the burns, they were extremely sore. Her clothes were rubbing against the area and it was very sore. She slept on her side and it was also sore towards her side. She returned to the pharmacy to complain. The pharmacist looked at her skin and confirmed they were burns. The chemist at the pharmacy she was speaking to was very surprised at the degree of the burn. The chemist urged the patient to report this to the manufacturer. She wore the wrap on bare skin under her clothes. She stopped using the product permanently. She would be reluctant to use the product again. Her treatment included the following: she had to buy tcp, an anti disinfectant for the blister so they would not get infected since they were still oozing liquid, an unspecified burn cream and gauze. She diluted the tcp and cleaned the blisters. The second blister did burst on (B)(6) 2017. She reported that they were scabbing and they look like they were healing. No hospitalization was required as a result of the events. The 2 wraps in the box were sealed with no damage. She could not provide lot, barcode, and expiration date. She did not notice any damage to the box when she purchased. The patient said she was worried that she would have a scar. The patient assessed her skin tone as medium. She denied having sensitive skin or any abnormal skin conditions. The patient was not under the care of a physician for any medical conditions. The box the patient purchased was red. She had previously used other heat products for pain relief every month (not specified) and did not experience the same problem. The patient did not engage in exercise while using the product. She did not check her skin while wearing the heatwrap and the patient had read the usage instructions prior to use. Action taken with the suspect product in response to the events was permanently discontinued. Therapeutic measures taken included tcp, an anti-disinfectant, an unspecified burn cream along with gauze. Clinical outcome of all the events was resolved, but the events had lasted for "several weeks". According to product quality complaints group: there is no reasonable suggestion of device malfunction. A return sample was not received at the site as of 01jun2020. A sample of the product was not available to be returned. This investigation was conducted for an unknown lot number of lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (23nov2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. The previously reported event terms burn and blister were captured as one event, burn blister. Follow-up (20aug2018): new information received from the same contactable consumer includes: past product history, additional concomitant medication, additional suspect product indications, additional therapeutic measures taken, no hospitalization required, reaction data (new event of intentional device misuse), events outcome and further information pertaining to the patient's clinical course. Follow-up (18jul2020): new information received from product quality complaints includes investigation results. No follow up attempts possible. No further information is expected. Follow-up (03jun2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 03jun2020.

Event description:
Event verbatim [preferred term] water blisters on her skin, blisters were 1 and 5 euro cent in size, burn, they were extremely sore, very surprised at the degree of the burn [burns second degree] , did not check skin under heatwrap during use, had read usage instructions prior to use [intentional device misuse] , it started to get really hot, might have felt the wrap being too hot because it was cold outside [device issue] , . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip) (no lot number provided) at one wrap applied topically for 8 hours as needed on (B)(6) 2017 for back spasms and pain due to the fact that she hurt her back during exercise on (B)(6)2017. Relevant medical history included back problem. The patient was not pregnant or post-menopausal. She stated she was healthy as a horse. Concomitant medication included diazepam from (B)(6) 2017 as a muscle relaxant (prescribed since she hurt her back prior to using thermacare, lowest dose) and ibuprofen (nurofen (gsl)) from an unspecified date for pain. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2017, she applied the first wrap directly to her skin and was delighted. She had never used this thermacare heatwrap before and it gave her a lot of pain relief and was comfortable to wear. The wrap under her clothes could not be seen and she was happy in general with the product. She applied a second heatwrap on (B)(6) 2017, when she had to return to work. On (B)(6) 2017 at 7.30 am, she applied the second heatwrap and it took a couple of minutes to heat up. By the time she got to her train station, about 30 minutes later, it started to get really hot and it was irritating her skin. She thought she was fine and she could not exactly take off the wrap because she was at a train station. By the time she got to work, the heat had dissipated. She had not checked the skin under the heatwrap during use. As she reached the 8 hour mark where it was meant to be removed, the wrap was extremely wet. She thought she must have been sweating where the wrap was. She then reached her arm around and she felt two water blisters on her skin. The blisters were 1 and 5 euro cents in size. She had photos of the blisters. She said she might not have felt the wrap being too hot because it was cold outside. She reported that one had already burst which was why the wrap was wet. The other water blister looked like a boil that had not burst yet, it was filled with liquid. She went to pharmacy on (B)(6) 2017 and had initially complained to the pharmacy because this should not have happened to her. She was more concerned with how to treat the burns, they were extremely sore. Her clothes were rubbing against the area and it was very sore. She slept on her side and it was also sore towards her side. She returned to the pharmacy to complain. The pharmacist looked at her skin and confirmed they were burns. The chemist at the pharmacy she was speaking to was very surprised at the degree of the burn. The chemist urged the patient to report this to the manufacturer. She wore the wrap on bare skin under her clothes. She stopped using the product permanently. She would be reluctant to use the product again. Her treatment included the following: she had to buy tcp, an anti-disinfectant for the blister so they would not get infected since they were still oozing liquid, an unspecified burn cream and gauze. She diluted the tcp and cleaned the blisters. The second blister did burst on (B)(6) 2017. She reported that they were scabbing and they look like they were healing. No hospitalization was required as a result of the events. The 2 wraps in the box were sealed with no damage. She could not provide lot, barcode, and expiration date. She did not notice any damage to the box when she purchased. The patient said she was worried that she would have a scar. The patient assessed her skin tone as medium. She denied having sensitive skin or any abnormal skin conditions. The patient was not under the care of a physician for any medical conditions. The box the patient purchased was red. She had previously used other heat products for pain relief every month (not specified) and did not experience the same problem. The patient did not engage in exercise while using the product. She did not check her skin while wearing the heatwrap and the patient had read the usage instructions prior to use. Action taken with the suspect product in response to the events was permanently discontinued. Therapeutic measures taken included tcp, an anti-disinfectant, an unspecified burn cream along with gauze. Clinical outcome of the events was resolved, but the events had lasted for "several weeks". Additional information has been requested and will be provided as it becomes available. Follow-up (23nov2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. The previously reported event terms burn and blister were captured as one event, burn blister. Follow-up (20aug2018): new information received from the same contactable consumer includes: past product history, additional concomitant medication, additional suspect product indications, additional therapeutic measures taken, no hospitalization required, reaction data (new event of intentional device misuse), events outcome and further information pertaining to the patient's clinical course., comment: based on the information provided, the events of burns second degree, intentional device misuse and device issue as described were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch, reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] water blisters on her skin. The blisters were 1 and 5 eurocent in size [blister], burn/they were extremely sore / how to treat the burns / very surprised at the degree of the burn [thermal burn], it started to get really hot/she might have felt the wrap being too hot because it was cold outside [device issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip) at one wrap applied topically for 8 hours as needed on (B)(6) 2017 due to the fact that she hurt her back during exercise on (B)(6) 2017. Relevant medical history included back problem. The reporter said she was healthy as a horse. The relevant concomitant medication included diazepam as muscle relaxant on (B)(6) 2017 when she was prescribed it since she hurt her back. It was prescribed prior to using thermacare. She was not sure of the dose, it was the lowest dose. On (B)(6) 2017, she put the first wrap. She was delighted and she had never used this thermacare before. It gave her a lot of pain relief and it was comfortable to wear. The wrap under her clothes could not be seen and she was happy in general with the product. She was saving the second one for the (B)(6) 2017 when she had to return to work. On (B)(6) 2017 at 7.30 am, she placed the second wrap. It took a couple of minutes to heat up. By the time she got to her train station, about 30 minutes later, it started to get really hot and it was irritating her skin. She thought was fine and she could not exactly take off the wrap because she was at train station. By the time she got to work, the heat had dissipated. As she reached the 8 hour mark, where it was meant to be removed and the wrap was extremely wet. She thought she must have been sweating where the wrap was. She then reached her arm around and she felt two water blisters on her skin. The blisters were 1 and 5 eurocent in size. She had photos of the blisters. She said she might have felt the wrap being too hot because it was cold outside. She reported that one had already burst which was why the wrap was wet. The other water blister looked like a boil that had no burst yet, it was filled with liquid. She went to pharmacy on (B)(6) 2017 and she had initially complained to the pharmacy because this should not have happened to her. She was more concerned with how to treat the burns, they were extremely sore. Her clothes were rubbing against the area and it was very sore. She slept on her side and it was also sore towards her side. The chemist at the pharmacy she was speaking to was very surprised at the degree of the burn. The chemist urged the patient report this to the manufacturer. She wore the wrap on bare skin under her clothes. She stopped using the product permanently. She would be reluctant to use the product again. Her treatment included the following: she had to buy tcp which was an antidisinfectant, so they would not get infected since they were still oozing liquid from the blister. She diluted the tcp and cleaned the blisters. The second blister did burst the day before this report on (B)(6) 2017. She reported that they were scabbing and they look like they were healing. The 2 wraps in the box were sealed with no damage. She could not provide lot, barcode, and expiration date. She did not notice any damage to the box when she purchased. The patient said she was recovering from the events at the time of this report but it was also noted that she was worried that she would have a scar. The action taken in response to the events of the product was permanently discontinued. The outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "felt two water blisters on her skin. The blisters were 1 and 5 eurocent in size", "how to treat the burns, they were extremely sore / very surprised at the degree of the burn", and "started to get really hot and it was irritating her skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "felt two water blisters on her skin. The blisters were 1 and 5 eurocent in size", "how to treat the burns, they were extremely sore / very surprised at the degree of the burn", and "started to get really hot and it was irritating her skin", as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] water blisters on her skin, blisters were 1 and 5 eurocent in size, burn, they were extremely sore, very surprised at the degree of the burn [burns second degree] , it started to get really hot, might have felt the wrap being too hot because it was cold outside [device issue],. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (no lot number provided) at one wrap applied topically for 8 hours as needed on (B)(6) 2017 due to the fact that she hurt her back during exercise on (B)(6) 2017. Relevant medical history included back problem. The reporter said she was healthy as a horse. Concomitant medication included diazepam as muscle relaxant from (B)(6) 2017 when she was prescribed it since she hurt her back. It was prescribed prior to using thermacare. She was not sure of the dose, it was the lowest dose. On (B)(6) 2017, she applied the first wrap. She was delighted and she had never used this thermacare before. It gave her a lot of pain relief and it was comfortable to wear. The wrap under her clothes could not be seen and she was happy in general with the product. She was saving the second one for (B)(6) 2017, when she had to return to work. On (B)(6) 2017 at 7.30 am, she applied the second wrap and it took a couple of minutes to heat up. By the time she got to her train station, about 30 minutes later, it started to get really hot and it was irritating her skin. She thought was fine and she could not exactly take off the wrap because she was at a train station. By the time she got to work, the heat had dissipated. As she reached the 8 hour mark where it was meant to be removed, the wrap was extremely wet. She thought she must have been sweating where the wrap was. She then reached her arm around and she felt two water blisters on her skin. The blisters were 1 and 5 eurocent in size. She had photos of the blisters. She said she might have felt the wrap being too hot because it was cold outside. She reported that one had already burst which was why the wrap was wet. The other water blister looked like a boil that had not burst yet, it was filled with liquid. She went to pharmacy on (B)(6) 2017 and had initially complained to the pharmacy because this should not have happened to her. She was more concerned with how to treat the burns, they were extremely sore. Her clothes were rubbing against the area and it was very sore. She slept on her side and it was also sore towards her side. The chemist at the pharmacy she was speaking to was very surprised at the degree of the burn. The chemist urged the patient report this to the manufacturer. She wore the wrap on bare skin under her clothes. She stopped using the product permanently. She would be reluctant to use the product again. Her treatment included the following: she had to buy tcp, an antidisinfectant for the blister so they would not get infected since they were still oozing liquid. She diluted the tcp and cleaned the blisters. The second blister did burst the day before this report on (B)(6) 2017. She reported that they were scabbing and they look like they were healing. The 2 wraps in the box were sealed with no damage. She could not provide lot, barcode, and expiration date. She did not notice any damage to the box when she purchased. The patient said she was recovering from the events at the time of this report but it was also noted that she was worried that she would have a scar. Action taken with the suspect product in response to the events was permanently discontinued. Clinical outcome of the events was resolving. Additional information has been requested and will be provided as it becomes available. Follow-up (23nov2017): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. The previously reported event terms burn and blister were captured as one event, burn blister., comment: based on the information provided, the events of burns second degree and device issue ('it got too hot') as described were considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events were medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch, reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.